Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent on two planes. No suture or ts remain on the insertion needle or were returned. The actuator is in its t2 post-deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bent needle.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that the device after open t2 deploys out. A backup device was used to complete the surgery. No patient injury or other complications were reported.